Event description:
The customer reported that the patient had been away from the nursing unit; upon return the patient was ambulating and the tpn was leaking. Upon investigation the nurse noted the tubing was broken at the top of the pump segment (not specified as to location above or below the upper fitment). Tpn infusion rate was 85ml/hr. There was no harm to the patient.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Manufacturer narrative:
The customer¿s report of a leak was confirmed. Visual inspection of the set noted a tear in the silicone segment directly below the upper fitment. The tear was measured as approximately 0.2 inches long. There were no other damages or issues around the observed damaged area. Functional testing was not performed due to the obvious damage. The root cause of the customer¿s report was identified as due to a tear in the silicone segment. It is unknown when the tear occurred, however there is no report of a tear/resultant leak occurring during priming of the set.